Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an attempted endoscopic retrograde cholangiopancreatography ercp procedure on (B)(6) 2021 for treatment of a stone in the bile duct with dilated intrahepatic and extrahepatic duct. The patient was placed under general anesthesia. The physician was able to pass the scope to the second portion of the duodenum but was not able to get the scope into position to visualize the papilla because there was a large duodenal diverticulum. The scope fell into the patients stomach while the physician was attempting to adjust the position. There was poor visualization because the stomach was decompressed and the physician pulled back the scope. At that point, he noticed a one and a half to two centimeter perforation in the esophagus at approximately 30 centimeters from the incisors. The physician then removed the exalt scope and switched to a gastroscope. He visualized the perforation with the gastroscope and noted no diverticulum or narrowing at the site. The physician then consulted with a thoracic surgeon and they placed a fully covered esophageal stent as well as a peg. The patient did clinically well and an esophagogram was performed a few days later that showed no leaking. The patient was hospitalized for one week and discharged home. The patient will return for stent removal, another esophagogram, and then scheduled for a repeat ercp.